Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuing high blood glucose (bg) levels between 200-400mg/dl. Customer alleged pump was the suspected cause of bg levels. Tandem technical support performed a pump log review and found no issues, however, the customer maintained that there was an issue with the pump. Reportedly the customer continued to use the pump for insulin therapy.